Manufacturer narrative:
Troubleshooting was performed by the biomedical technician, and found the loose connection. Led panel was replaced. The unit was tested all day switching from high and low intensity and found no other issues. Issue was resolved, and no further evaluation is needed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, installed on (B)(6) 2014 had leds that intermittently switch from blue to yellow. There was no report of harm, death or serious injury. No environmental or safety concerns.